Event description:
It was reported to manufacturer that the vns patient had their generator removed due to end of service. The explanted generator was returned to manufacturer for analysis. Analysis confirmed the generator was at end of service. The supply current wait measurement of 15.272ua did not meet specification, which demonstrates an increased current consumption for the device, resulting in a premature end of life condition. With the capacitor substitution for c18, the module meets specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor c18.